Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, sleep current measurement, and active current measurement, however failed the self test due to a pump error 63 alarm. No unexpected insulin flow blocked alarms nor absence of occlusion alarms noted during testing. Test p-cap locks properly into the reservoir compartment. Pump successfully downloaded to thus. Confirmed no delivery alarm during a bolus on 12/04/2021 at 01:07:20, 01:08:06, 01:08:46, 01:09:40, 01:12:25, 01:13:56, 01:14:29, 01:15:00, 01:15:46, 01:18:54, 01:22:42, 01:23:20, 01:32:26, 01:33:04, 01:45:53, 01:46:36, 01:48:05, 01:49:04, 01:50:29, 01:51:00, and 01:56:16 in the pump downloaded history. Pump error 63 alarm was found in the history file on 02/01/2022 at 00:53:00, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked retainer, serial number label missing, pillowing keypad overlay, scratched case, and minorly scratched lcd window. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. Absence of occlusion alarm was not confirmed. Pump error 63 alarm confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not detect any alarm as cannula was bent and did not received any alarm. Customer experienced high blood glucose level of 400 mg/dl and was treated with insulin pump. Insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.